Event description:
The following is alleged by the patient's attorney: (B)(6) 2004 - the patient underwent surgery to repair a left inguinal hernia. As reported, a bard/davol perfix plug was implanted to repair the hernia defect. (B)(6) 2007- the patient underwent an additional surgery to remove the perfix plug and repair a recurrent hernia. It is alleged by the patient's attorney that the patient subsequently endured additional surgeries to treat mesh-related complications. As reported, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug. Addendum per additional information provided: (B)(6) 2004 - patient was diagnosed with left incarcerated inguinal hernia thereby underwent open repair surgery with perfix plug and modified kugel hernia patch. Per the operative notes, "the hernia sac was dissected. The indirect defect was then obliterated using extra-large perfix plug (device #1) which was sutured to the flat mesh. A kugel patch (device #2) was inserted and secured¿. (B)(6) 2007 - patient was developed with adhesions to the perfix plug (device #1) thereby underwent laparoscopy, enterolysis. (B)(6) 2007 - patient was developed with recurrent adhesions of perfix plug (device #1) thereby underwent laparoscopy, enterolysis. (B)(6) 2007 - patient was diagnosed with abdominal pain thereby underwent laparoscopic removal of perfix plug and placement of left groin biological mesh. Per the operative notes, "the mesh plug (device #1) was adherent in the direct hernia space, and it was removed. A biological mesh was hydrated and placed." (Note: there was no mention of kugel patch (device #2) during the procedures). Attorney alleges that the patient had adhesions, nerve damage, pain, emotional injuries, local steroid injections at sites of pain, testicular swelling.

Manufacturer narrative:
The patient's attorney alleges that several years post implant the patient was treated for a hernia recurrence and subsequently underwent additional surgeries to treat mesh-related complications. No medical records have been provided and with the limited information available at this time, an assessment cannot be made in regards to the allegations made by the patient's attorney. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided, a supplemental MDR will be submitted. Addendum: h11: this supplemental MDR is submitted to document additional information provided and to correct the manufacturing date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical record review, about 2 years post implant of perfix plug, patient was diagnosed with abdominal pain, adhesions and underwent repairs with explant of the mesh. The instructions-for-use supplied with the device list adhesions as a possible complications. Review of manufacturing records confirms product was manufactured to specification. Updated fields: a2, a4, b4, b5, b6, b7, d4 (UDI), e3, g1, g3, g6, h2, h6, h10, h11. Corrected field: h4 (manufacturing date). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The patient's attorney alleges that several years post implant the patient was treated for a hernia recurrence and subsequently underwent additional surgeries to treat mesh-related complications. No medical records have been provided and with the limited information available at this time, an assessment cannot be made in regards to the allegations made by the patient's attorney. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided, a supplemental MDR will be submitted. Not returned.

Event description:
The following is alleged by the patient's attorney: on (B)(6) 2004 - the patient underwent surgery to repair a left inguinal hernia. As reported, a bard/davol perfix plug was implanted to repair the hernia defect. On (B)(6) 2007- the patient underwent an additional surgery to remove the perfix plug and repair a recurrent hernia. It is alleged by the patient's attorney that the patient subsequently endured additional surgeries to treat mesh-related complications. As reported, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug.